Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc failed returned instrument test/evaluation (rite) testing; the therapy monitored volume failed performance specifications indicating that the device failed volume accuracy during the monitored therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed return instrument test / evaluation (rite) electrical test but failed the homechoice rite functional test for volumetric accuracy during fill & drain of cycles 1 & 2. Rite results: fill 1 = 824.2, drain 1 = 824.2, fill 2 = 821.5, drain 2 = 821.6 ml. The product analysis lab evaluated the device. An accuracy confirmation test was performed and failed. The cause was determined to be a hardware problem; the door assembly revealed the door piston was cracked at the left disposable. The device?s service history record was reviewed and no issues were identified that may have contributed to the cracked piston. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.